Event description:
It was reported that the device exhibited error 41786. The fault occurred before the patient used the device. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed error code 41786. Functional testing was unable to duplicate the issue; however, it was confirmed in the event history log. As a preventative measure, the software was reinstalled. The service history review had no indication that the complaint was related to a service of the device within the review period.